Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and a serial number could not be ascertained. As neither a device history record review nor a physical evaluation could be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported adverse event. Based on the provided information, there is no documentation that shows a causal relationship between this event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation or indication of a device malfunction that could have caused or contributed to the reported event. Although a direct causal relationship could not be confirmed, a temporal relationship may exist between the patient's pd treatment and the adverse event. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a peritoneal dialysis patient passed away. The day before their passing, the patient was hospitalized for sepsis. The cause and origin of the sepsis was unknown. It was verified that the patient was not diagnosed with peritonitis, pneumonia, or any other infection prior to the sepsis. Per the peritoneal dialysis registered nurse, the patient did not dialyze while they were in the hospital. The following day, the patient passed away. The patient was not connected to the cycler at the time of death. The cause of death remains unknown and a death certificate was not available for review. The peritoneal dialysis registered nurse stated that the sepsis and subsequent death were not related to peritoneal dialysis therapy. Additional information was requested but was not available.